Event description:
A venous thromboembolism (nonfatal pulmonary embolus) was reported in a pt who had the catheter in plave beyond the labeled maximum duration ( the catheter is not recommended to be left in place beyond 72 hours). In 2006 the pt underwent surgical clipping for a cerebra; aneurysm. On a catheter device was placed without incident to control fever, and to aid in control and monitoring of intracranial pressure only the pt developed sudden hypoxemia, and CT confimred thrombus in the inferior vena cava. An ivc filter was placed as prophylaxis for subequent pulmonary embolization. The pt was anticoagulated with heparin, and at discharge was placed on long-term anticoagulation with coumadin for 6 months. The was not reported by the user-facility to medwatch at the time of the event. Once the manufacture wa informed a query was performed on all reported incidents to date. The focus was on reported occurrence(s) of a pulmonary embolus developing during normal use of the device; none had been reported. There was one incident reported of a pulmonary embolus occurring with the use of a catheter beyond the 72/hrs recommended use of this device.